Event description:
It was reported that during a procedure, at 50,660 joules: 05:21 minutes of use, the fiber tip cap loosened and came off inside the patient. The fiber cap was retrieved from inside the patient. The procedure was completed utilizing a second fiber. Patient outcome: "no injury". Additional information not provided.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the distal end of the fiber/glass cap within the metal cap is detached and returned; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the outer flow tubing open end exhibits some damage. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Unchecked "product problem" and checked "serious event". Checked "other serious (important medical events)". Updated event description. Unchecked "malfunction" and checked "serious injury".

Event description:
It was further reported that the "patient's bladder was perforated towards the end of the procedure". The user was not sure how the bladder got perforated. He though forward firing could be the explanation. He also thought that perhaps the bladder was too full. The "patient was left with an indwelling catheter for a month and patient seems to be progressing well". No further information was reported at this time.